Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that intermittent ventricular undersensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the patient was asymptomatic, programming changes were made, the patient was to continue with follow up in clinic and was stable before, during and after the event.